Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.